Manufacturer narrative:
Zoll has not received the ivtm thermogard (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during patient care using the ivtm tgxp thermogard tgxp for normothermia control fever due to a septic condition, the patient was (B)(6) kg and had a r side femoral quattro catheter in place. Patient's target temperature was 36.7 per information provided by the customer, the ivtm tgxp thermogard was set to fever mode and patient was noted to start to fever above 36.7 and the ivtm thermogard meter was not moving into the cooling phase, the tubing was not cold. Customer indicated that before calling the zoll tech line, they removed the ivtm tgxp thermogard (sn (B)(4)) and replaced with another ivtm tgxp thermogard console which appeared to be working properly. The customer also indicated that they believed that the propylene glycol was low. They also indicated that after replacing ivtm tgxp thermogard, the patient's temperature read 38.7 and the ivtm tgxp thermogard was actively cooling. Patient was awake and hemodynamically stable. Discussed the use of fever mode vs max power and nurse decided to switch patient to max power to manage patients temperature. No consequences or impact to patient.